Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet tear resulting in heart failure symptoms and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat mixed mr with a grade of 4. One clip was implanted reducing the mr to 1. On (B)(6) 2018, the patient was re-hospitalized for worsening heart failure; medication was given. Echocardiogram was performed, mr had increased to 4 due to a noted posterior leaflet tear. The implanted clip was confirmed to be secure on both leaflets. The patient remains hospitalized and medication is being provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported patient effect of death appears to be related due to worsening heart failure. The cause of the reported tissue damage was could not be determined. The reported patient effects of mitral regurgitation (mr) and worsening heart failure appears to be cascading effects caused to leaflet tear. It should be noted that the reported patient effects of death, worsening mr, mitral valve injury and heart failure are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported tissue damage, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, the mechanism of leaflet tear was unknown but no device malfunction was reported. Death was likely related to worsening heart failure with no evidence of relationship with the device.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2018, after the initial mitraclip procedure, the patient was hospitalized. Medication was given and the patient was mechanically ventilated. On (B)(6) 2018, the patient was hospitalized again. On (B)(6) 2018, the patient expired due to an unknown cause. Per the physician, the patient died in another hospital, and the patient never received medical examination and treatment due to family request; therefore, it is unknown if the death is related to the device. No additional information was provided.